Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: during testing, there was visible evidence of moisture behind the display lens. The pump failed to power on. The audio bolus button could not be investigated due to no power to the pump. The leak test failed due to a crack in the pump case. The pump was opened and moisture found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that the audio bolus button was under responsive to user presses. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.